Event description:
Patient was revised to address a fracture and wear of the poly.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-26685. This report, 1818910-2013-25020, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-26685.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 12/21/15- pfs and medical records received. Pfs and medical records were reviewed for MDR reportability. Pfs reported damaged joint surface and device failure. The medical records and revision surgical report noted the polyehtylene liner fractured, burnishing on the ceramic head and the cup had been scratched by the ceramic head after the liner fractured so surgeon felt it best to revise cup too. There is no new additional information that would affect the existing investigation.the complaint was updated on: jan 12, 2016.

Manufacturer narrative:
Patient was revised to address a fracture and wear of the poly. Doi: (B)(6) 2011, dor: (B)(6) 2013 (right hip). Visual examination of the returned device confirms a material rim fracture to the liner. Edge loading leading to failure of the polyethylene material and subsequent disassociation of the liner from the cup is suspected. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Two patient x-rays were obtained. It is difficult to make conclusive determinations with only the two images provided. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address a fracture and wear of the poly. Doi: (B)(6) 2011; dor: (B)(6) 2013 (right hip). Visual examination of the returned device confirms a material rim fracture to the liner. Edge loading leading to failure of the polyethylene material and subsequent disassociation of the liner from the cup is suspected. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Two patient x-rays were obtained. It is difficult to make conclusive determinations with only the two images provided. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Visual examination of the returned device confirms a material rim fracture to the liner. Edge loading leading to failure of the polyethylene material and subsequent disassociation of the liner from the cup is suspected. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Two patient x-rays were obtained. It is difficult to make conclusive determinations with only the two images provided. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.